Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an MRI scan, the patient experienced heat at the pocket site. Upon interrogation, all electrical measurement were in range; however, the vibratory alert did not function. The patient was stable and will be remotely monitored.

Manufacturer narrative:
The reported event of notifier failure was confirmed in the lab. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output was tested and no anomaly was detected. The notifier would not function in the lab. The cause of the field event is a patient notifier anomaly. As a result of this finding, abbott is performing further investigation.